Event description:
It was reported that this pacemaker system exhibited far field oversensing. Technical services (ts) was consulted, and all system parameters were within range. No adverse patient effects were reported. This device remains in service.